Event description:
Customer reported that insulin was squirting out while she was attempting a manual prime. The customer's blood glucose was 189 mg/dl. Customer stated she was not wearing the insulin pump while priming. Troubleshooting found the customer was unsure if there was a gap between the piston and reservoir stopper of the insulin pump. The customer was unable to successfully prime her infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during basic occlusion test and was unable to prime during the prime test due to faulty force sensor. The device had cracked reservoir tube lip and cracked reservoir tube window.